Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Upon visual inspection, it was revealed that the irrigation and aspiration tubing had been observed to be severed from the manifold, indicating a broken handpiece. Functional testing of the returned device could not confirm the reported event, as the handpiece pump cartridge was easily inserted into the console, and the console latch could be placed into the lock position without any resistance; no issues were observed. The root cause is undeterminable. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c01170 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english and use ifu0101-00 rev. E, aquabeam robotic system IFU, us, english were reviewed. Um0101-00 rev. F, aquabeam robotic system user manual, us, english. Table 4 aquabeam robotic system status indications confirm cartridge is fully seated into pump head and close latch (note: latch provides a tactile click upon closure). Use ifu0101-00 rev. E, aquabeam robotic system IFU, us, english. Non-sterile: insert the high-pressure pump cartridge into the console cartridge interface and turn the lever on console clockwise to secure the cartridge. A successful engagement will be confirmed by an audible and tactile click. Caution: ensure cartridge is properly engaged prior to beginning of the procedure. An incomplete engagement will result in delay in procedure. Note: if unable to engage the cartridge in the console, remove cartridge and ensure that the input line (where attached to the main assembly) is pulled approximately ½ inch (1.27cm) from the cylinder. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, the aquabeam handpiece pump cartridge was unable to latch into the aquabeam console due to increased resistance when attempting to lock. A second handpiece was used to resolve the issue, but the problem persisted. A third handpiece was used and the aquablation procedure was successfully completed. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.